Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed a cracked screen while still functional, and a subsequent replacement ilet was also reported broken during transport to ship the original device back. Symptoms included no reported blood glucose issues. Outcomes included no medical intervention, no hospitalization, and continued device use until replacement was arranged. Investigation included a review of the reported damage and collection of device return for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with external mechanical impact, with no indication of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external damage unrelated to device performance.